Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient faced ten infusion set fell off events during use. The set was used for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1892699 - MDR 3003442380-2024-09535 - device 10 of 10.